Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-00152 (software version: 3.1.6). No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy. During the clinical case the site was having issues with the imaging system and they became 2-3 mm inaccurate superiorly when placing the hardware. The surgeon found the inaccuracy immediately after the initial imaging system spin and before navigation screw insertion was started. He proceeded with navigation as normal. The surgeon said he would continue with navigation and adjust to inaccuracy as needed, since it was only a few mm¿s off superiorly. The post-op scan revealed all screws were in acceptable position per surgeon. It was noted that the navigation task was software related. There was no delay to the case, and there was no impact on patient outcome due to this issue. It was later reported that no issues have been noted for the system and that the system was working as intended.